Event description:
It was reported that the pt experienced a shocking and jolting sensation. The pt was playing a game on their computer they felt a shock 'go through her whole system' and through their hand and arm. The pt experienced tremors in their legs, arms, and head. Additionally the pt was unable to adjust stimulation. The 9v and implantable neurostimulator lights were lit on the pt programmer. The pt heard triple beeps when trying to adjust stimulation.

Manufacturer narrative:
(B) (4).